Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be depleting prematurely, as the estimated remaining longevity decreased from 12 percent remaining to 1 percent remaining over the course of three months. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Multiple attempts to obtain additional information were unsuccessful. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
With all the available information, boston scientific cannot confirm the allegation of suspected premature battery depletion. The device remains implanted and no data has been provided that would confirm this device is exhibiting a product performance issue. This report will be updated should additional information be provided.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be depleting prematurely, as the estimated remaining longevity decreased from 12 percent remaining to 1 percent remaining over the course of three months. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information: this device was explanted and replaced, and it was returned for analysis. Besides intervention, there were no other adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices, which was expanded in december 2020, that has an elevated potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be depleting prematurely, as the estimated remaining longevity decreased from 12 percent remaining to 1 percent remaining over the course of three months. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.